Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the humeral stem. However, this cannot be confirmed and potential contributions from user or patient related considerations to the event could not be assessed as the component was not returned for evaluation, and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6) 315-35-00 - glnd kwire (B)(6) 315-35-00 - glnd kwire (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-38-03 - equinoxe reverse 38mm humeral liner +2.5 (B)(6) 321-52-07 - 3.2mm drill bit sterile.

Event description:
It was reported that a 63 yo male patient, initial right shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2024, approximately 9 months post the initial procedure. The patient had reported pain. The surgeon suspected that the humerus stem had come loose. After opening and exploring, it was found that the stem had come loose. The surgeon cemented in a new 15mm stem with the same implants. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded at the hospital. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: device not returned. The revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the humeral stem. However, this cannot be confirmed and potential contributions from user or patient related considerations to the event could not be assessed as the component was not returned for evaluation, and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.